Event description:
The first digit, in the device's numeric display, is missing segments. Pt indicated that code number 826 displayed as "726." Pt attempted to resolve concern by inserting new code key-644, which displayed as "744." Pt noted that, approc 1 week ago, he sought treatment for hypoglycemic symptoms at the hospital. Pt stated that, when he attempted to use the suspect device prior to seeking treatment, the device displayed an error message. Tech support information pertaining to the event; however, pt indicated that he did not have time for discussion, and requested that he will be contacted at a later time. Three subsequent attempts were made to contact the pt; each time a recorded message indicated that the phone number was not in service. At the time of the report, the test strips in use were expired. No product was returned to the manufacturer for evaluation.